Event description:
Broken runaway protection on b braun infusomat space infusion pump. Beginning on (B)(6), 2010 and continuing through (B)(6), 2011, the hospital has experienced four broken runaway protection parts on the b braun infusomat space. With this part broken, a free flow could occur if the end user does not ensure the roller clamp is closed. This potential is concerning to the hospital. Units reporting problem were cvicu & micu, two others were found while performing preventative maintenance.